Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure. During the preparation, the catheter extension tubing was allegedly found abnormal after opening the package and ruptured in one place. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the extension leg of the catheter, in which the markings 1.6ml and 1.7ml are visible. The red luer extension leg shows a portion in which rupture can be seen. Therefore, the investigation is confirmed for the reported fracture issue. However, it is inconclusive for the reported device damaged prior to use as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure. During the preparation, it was reported that the catheter extension tubing was allegedly found abnormal after opening the package and ruptured in one place. The procedure was completed using another device. There was no patient contact.